Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas regarding a possible inaccurate delivery issue with the pump. The reporter did not provide any information regarding what the possible pump issue was. The reporter stated they could not stay on the phone with animas customer support because they had to tend to the patient who was experiencing low blood glucose. A blood glucose measurement was not provided to animas customer support; the reporter did not allege the patient experienced a serious injury associated with the use of the pump. Animas customer support requested the reporter call back to complete troubleshooting of the pump. Animas customer support made several subsequent attempts to complete troubleshooting of the device. However, during one successful contact with the patient, the patient stated they could not complete troubleshooting at the time. Animas customer support made an additional attempt to contact the patient to complete troubleshooting, but the patient has not responded. There is no indication the alleged product issue caused or contributed to an adverse event. This issue is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.